Event description:
It was reported that the device speeds up, then slows down all while trigger depressed. Excessive current draw, speed inconsistent. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing.  An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device speeds up, then slows down all while trigger depressed. Excessive current draw, speed inconsistent. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event for not working as intended was not confirmed as the product was not available for evaluation. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. Product not received.